Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a possible temporal relationship exists between ccpd therapy utilizing the liberty cycler, liberty cycler set and the adverse event of peritonitis. While there is no allegation or objective evidence indicating a liberty cycler or liberty cycler set product deficiency or malfunction caused or contributed to the serious adverse event. The lack of additional information precludes the liberty cycler and liberty cycler set from being disassociated as having a possible causal or contributory role in the event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient reported that the patient was diagnosed with peritonitis and was hospitalized. The pdrn indicated that there was no malfunction of a fresenius device, product, nor drug that attributed to the reported event. Upon multiple follow up attempts, the pdrn could not be successfully reached but a secretary indicated that as of (B)(6) 2019 the patient remains hospitalized and has switched to hemodialysis. Additional details surrounding the patient¿s hospital course and condition were requested, however, to the date of this report, have not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.